Manufacturer narrative:
Customer service inquired about how the customer cleans and sanitizes her product. She indicated that she washes the parts with medela soap, then a dye-free liquid soap and (B)(4) dish soap. She also indicated that she sanitizes them in boiling water every few days. The customer was sent a replacement pump and parts and return of her original pump and breast shields were requested for testing/evaluation. The breast shields were returned and passed visual inspection on 09/12/2018. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she had an allergic reaction to the breast shields she was using with her pump in style breast pump. She stated that she had an itchy, raised rash, for which her doctor prescribed an oral antifungal. She stopped using the pump and the rash cleared up.